Event description:
Implanted lens in the pt's right eye but removed it due to a posterior capsule tear and vitreous prolapse. An anterior vitrectomy was performed. The facility indicated that the injury was not product-related and there were no post-operative complications. An msi-pf injector and an sfc-25 fp cartridge were used but the lot numbers were not provided by the facility.